Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid to distal circumflex artery with mild calcification. Pre-dilatation was performed and the 2.5 x 12 mm mini vision stent was implanted at 10 atmospheres; however, during deployment, a dissection occurred. A xience v stent was implanted to treat the dissection, and overlap the vision stent. The dissection was treated successfully, and the patient was reported to be stable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the mini vision coronary stent system instructions for use as a known adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.